Event description:
A malfunction was reported on the pump by the caller. The issue's impact on the customer's blood glucose level is unknown as the caller declined to provide this information. Technical support assisted the caller by providing pump reset information and guided in resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reappeared.